Event description:
It was reported that the patient presented at the emergency room after receiving an inappropriate shock. The patient was monitored until device interrogation. On (B)(6) 2017 upon device interrogation, it was noted that the right ventricular lead was capturing the atrium. X-ray revealed the lead had dislodged into the atrium. The lead was oversensing p waves which resulted in the inappropriate therapy. The device was programmed off. On (B)(6) 2017, during lead revision procedure the lead could not be repositioned due to difficulty in retracting the helix. The lead was capped and replaced. The physician noted that the lead had not been properly sutured down and that the lead had dislodged during a previous procedure. Patient was stable during and after the procedure.